Manufacturer narrative:
It was reported that when a saber rx 4mm15cm 155cm percutaneous transluminal angioplasty (pta) ruptured during its initial inflation at the lesion. It is unknown how the procedure was completed however the procedure finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. The device was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17500949 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavy calcification) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that when a saber rx 4mm15cm 155cm percutaneous transluminal angioplasty (pta) ruptured during its initial inflation at the lesion. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. It is unknown how the procedure was completed however the procedure finished successfully. The device was removed intact (in one piece) from the patient. The product was clinically used and it will not be returned for analysis. Additional procedural details were requested but are unknown.